Event description:
Patient was transported with a vent. When the vent was plugged into the oxygen outlet to the wall, the vent started to beep "battery empty" and the vent became inoperable. Patient bagged until another vent was placed on the patient with no patient harm.